Manufacturer narrative:
The product was not returned for analysis; it remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A patient reported that following bilateral intraocular lens (iol) implant procedures, she has experienced trouble seeing at all distances. Her vision is fuzzy, cloudy, and her eyes are tired. She is unable to read street signs, experiences halos, and has double vision at times. She has had a laser on this eye and is still seeing her doctor. Additional information has been requested with no response from the patient. There are two medical device reports associated with this patient. This report is for the left eye.